Event description:
Device 1 of 2: reference MFR report: 1627487-2018-07926. Follow up information received identified the patient's scs leads were removed and replaced with a new lead at the c2 level. In addition, effective stimulation therapy was reportedly restored.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-07926. It was reported the patient's scs leads migrated. Reportedly, the leads migrated out of the epidural space. Surgical intervention may be taken to address the issue.